Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Labeling review: the labeling review was performed and passed. Device history review (DHR): it was confirmed that this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Most probable root cause and conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition. This conclusion code is based on the available information and the reported anatomical characteristics. It is likely that the balloon damage occurred due to interaction between this device and the moderate calcification present in the vessel being treated.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately calcified coronary artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during first inflation at 10 atmospheres, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications. Patient was in good condition.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately calcified coronary artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during first inflation at 10 atmospheres, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications. Patient was in good condition.